Manufacturer narrative:
(B)(6). All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that during an intraocular lens (iol) implantation surgery, the iol was placed the capsular bag. The physician then noticed that there was particulate on the optic. The lens was cut in half removed and replaced with another lens during the same procedure. In follow up it was learned that the original incision had to be enlarged to remove the lens. The lens was discarded in the field.

Manufacturer narrative:
Corrected data: manufacturing site should be: amo (B)(4). MFR report # should have been 2648035. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - incision enlarged. All pertinent information available to the manufacturer had been submitted.